Event description:
It was reported that a spectrum pump alarmed system error 105. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
MFR. Ref no. : (B)(4). The device was returned baxter and an evaluation was performed. The evaluation confirmed but did not reproduce the system error 105. The evaluation experienced the system error 105 which was caused by a seizing motor. The failed motor assembly was replaced.